Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: a green image and a broken charged coupled device. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction of the green image: the broken charged coupled device. However, the most probable cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the subject device had a blue image at reprocessing. There were no reports of patient involvement.